Manufacturer narrative:
The device is not available for evaluation. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the multi directional locking screw broke 4.5mm x 44 on the reversed 2 glenoid system. The screw was put in on hand and the hex head snapped off with the most proximal locking threads still attached. If the baseplate is to be revised the screw will have no means of being backed out without midas rex/ diamond tipped burr. The screw is in situ and the locking head fell onto the floor after being removed.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the multi directional locking screw broke 4.5mm x 44 on the reversed 2 glenoid system. The screw was put in on hand and the hex head snapped off with the most proximal locking threads still attached. If the baseplate is to be revised the screw will have no means of being backed out without midas rex/ diamond tipped burr. The screw is in situ and the locking head fell onto the floor after being removed.